Event description:
It was reported that during use of this suture hook in a shoulder arthroscopy procedure, the tip broke. The tip was retrieved without injury or report of surgical delay.

Manufacturer narrative:
Investigation findings: to date this instrument has not been received to perform an eval. This is a limited reuse device and the number of uses is unk. The info for use (IFU) provided with the product informs the user of the following precautions: inspect instrument prior to use to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. Exercise care in the use of the device to minimize side or bending loads. Do not use excessive force on instruments to avoid damage or breakage during use. Avoid unintended contact with other surgical instruments during use to prevent damage or breakage. Inspect instrument after use to ensure it has not been damaged.